Event description:
Diameter of the right iliac vessel measured 13mm. After placement of the ipsilateral iliac leg graft, and the post angiogram was performed, a distal type I endoleak was observed. Attempts were made to resolve the endoleak, but it appeared that the iliac leg graft could not obtain a good seal with the vessel wall. A iliac leg graft was telescoped up inside the graft to resolve the endoleak. In order to land the graft in the common iliac artery with the proper distal diameter, an iliac leg extension was used to extend the iliac leg graft while also providing the needed diameter at the landing site. Procedure was concluded with no noted endoleak and a good seal of the endovascular graft to the vessel wall.